Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Initial reporter name and address:- (B)(6).

Event description:
It was reported to olympus that on (B)(6), during plasma electrotomy, the connecting cable wa00014a was broken. The other involved device was wb91051c (sn: (B)(4)). There was no injury or health damage.